Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient stated that she had permanent scarring at the back of her arms due to the skin reaction from the adhesive on the sensor patch. She had clear discharge, irritation, burning and a rash covering the entire sensor patch area. She had used IV prep and a dexcom overlay patch but they were not effective. No medical intervention was reported. She had self-treated with hydrocortisone, (B)(6) ointment and burn treatment cream. This is being reported due to the report of scarring. No additional patient or event information is available.